Event description:
It was reported that the patient experienced slow ventricular response due to dislodgement of both right and left ventricular leads resulting in loss of capture. Ambulance was called, external pacer was applied and the patient was transported to the emergency room. It was noted that the patient had occasional light headedness and mild dyspnea on exertion. The right ventricular lead was replaced due to helix issue and the left ventricular lead was repositioned.